Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Upon review of the parts, it was observed that the wear on the screws was consistent with the effects of fully locking a mesa screw; the pattern depicts a discrepancy in the striations of the inner collet, suggesting contact with the locker and the rod, and also with the mesa locker in the fully locked position. It is unknown if pseudoarthrosis contributed to the failure at the event sites.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a scheduled revision surgery took place in which partially locked screws were discovered. The screws were removed. (Related to 3004774118-2018-00030 and 3004774118-2018-00040).